Manufacturer narrative:
The reported events of endophthalmitis, high intraocular pressure and vision loss are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The reporter has declined to provide allergan further information regarding event, product, and patient details. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported at 4-months post-op, patient developed significantly raised iop in the right eye despite the reintroduction of topical iop-lowering medications and was treated with trabeculectomy. 4-weeks after trabeculectomy, patient developed endophthalmitis with light perception (lp) vision. Patient underwent an immediate vitreous tap and intravitreal injection of ceftazadime, vancomycin and dexamethasone, followed by a vitrectomy and anterior chamber (ac) washout with further intravitreal antibiotics two days later. Culture of the vitreous grew streptococcus pneumoniae. The events have been resolved. The device remains implanted.